Event description:
It was reported that this device was abandoned due to probe breakage or of insulation. The device is no longer in service. No additional adverse patent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).